Manufacturer narrative:
No product was returned for evaluation. Should

Event description:
It was reported that the battery was observed to be depleting rapidly. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.